Event description:
The customer reported that the system would shut down. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is not available.